Event description:
The customer reported that a pipette tip caught on the microwell plate and moved the plate out of position causing the sample/reagent to be delivered into the wrong plate position. Sample delivered to a misaligned plate may result in an erroneous result negative result. No death or serious injury was associated with this incident.